Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) was unable to duplicate the reported issue. The fsr sent the logs to the manufacturer's technical support specialist who was able to identify that during start up of the device the voltages were off and the power supply had faulted. The fsr replaced the power supply. The unit operated to the manufacturer's specifications. During laboratory analysis the product surveillance technician (pst) observed the power supply to fail testing three consecutive times. Using a digital voltage meter (dvm) to measure direct current (dc) voltage of the power supply, the black connector and red connector were reading 0.112 volts direct current (vdc), which is not within specifications. Specification for voltage reading should be 23.3 vdc to 25.7 vdc. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a 'battery cannot be charged full backup may not be available' message. The surgical procedure was completed successfully. There was no adverse consequences to the patient.